Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to 'ruptured lead'. The lead could not be explanted because the superior vena cava was thrombosed. The physician elected to replace the implantable cardioverter defibrillator (ICD) and implant new leads.